Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly audio anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the slower rewind, motor grinding noise when pump was acknowledged, buttons less responsive, buttons were harder to press, sometimes had to press buttons twice for responsive and unexplained no delivery alert. The insulin pump will not be returned for analysis.